Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-oct-2015. The most recent information was received on 21-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments to the essure coils sewn into vaginal cuff"), device expulsion ("fragments to the essure coils sewn into the vaginal cuff"), pelvic pain ("pelvic pain/pain"), hair metal test abnormal ("hair test results show high amounts of metals and chemicals with the highest being nickel") and incontinence ("incontinence") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, depression, anxiety and chlamydial infection. Concurrent conditions included fatigue, stress, anxiety, body mass index normal, blood in stool, chronic diarrhea, benign neoplasm of colon, stress urinary incontinence, knee pain (left), sun sensitivity, shortness of breath and dizziness. Concomitant products included duloxetine hydrochloride (cymbalta) and sertraline (zoloft). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse,"), migraine ("migraines"), headache ("headaches,"), allergy to metals ("nickel allergy,"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2008, 1 year 1 month after insertion of essure, the patient experienced bacterial vaginosis ("infection(bladder/ urinary tract vaginal) type: bacterial vaginosis"). In 2009, the patient experienced incontinence (seriousness criterion medically significant). In 2014, the patient experienced hair metal test abnormal (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / pressure point tenderness"), chronic fatigue syndrome ("chronic fatigue syndrome"), pruritus ("itching"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), pelvic adhesions ("pelvic adhesive"), arthralgia ("knee pain/ wrist pain/ joint pain"), the first episode of back pain ("back pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("fet pain"), neck pain ("neck pain"), the second episode of back pain ("lower back pain"), chest pain ("chest pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea"), fatigue ("fatigue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). The patient was treated with antibiotics, surgery (bilateral salpingooophorectomy, da vinciplatform intraoperative fluoroscopy, partial hysterectomy), surgery (bilateral salpingooophorectomy, da vinciplatform intraoperative fluoroscopy, partial hysterectomy), surgery (bilateral salpingo-oophorectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, hair metal test abnormal, incontinence, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, pruritus, abdominal pain, allergy to metals, weight increased, pelvic adhesions, alopecia, nausea, fatigue, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, arthralgia, musculoskeletal pain, pain in extremity, neck pain, the last episode of back pain, chest pain, cystitis, urinary tract infection and vaginal infection had resolved. The reporter provided no causality assessment for chronic fatigue syndrome and fibromyalgia with essure. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, chest pain, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hair metal test abnormal, headache, incontinence, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic adhesions, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: left side - 2 coils, right side- 1 coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion in feb 2009 she went in for surgery to address her incontinence and came out without her uterus. 2014: hair analysis with high amounts of metals and chemicals with the highest being nickel. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2018: events- "nausea, fatigue, bladder problems, urinary problems or changes",reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments to the essure coils sewn into vaginal cuff"), device expulsion ("fragments to the essure coils sewn into the vaginal cuff / essure migrated from its original position"), embedded device ("coils becoming embedded in other issue, organs"), device dislocation ("coil migration / missing coils"), pelvic pain ("pelvic pain/pain/ sharp/ stabbing pelvic pain- everyday/ sharp pain/chronic pelvic pain"), hair metal test abnormal ("hair test results show high amounts of metals and chemicals with the highest being nickel") and incontinence ("incontinence") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, depression, anxiety and chlamydial infection. Concurrent conditions included fatigue, stress, body mass index normal, blood in stool, chronic diarrhea, benign neoplasm of colon, stress urinary incontinence, knee pain (left), sun sensitivity, shortness of breath and dizziness. Concomitant products included duloxetine hydrochloride (cymbalta) and sertraline hydrochloride (zoloft). On (B)(6)2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia) / excessive bleeding during period/ long menstrual cycle- my cycle was from 4days to 7days before uterus was removed"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss/ hair loss or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain"). On (B)(6)2008, the patient experienced bacterial vaginosis ("infection(bladder/ urinary tract vaginal) type: bacterial vaginosis/ bacterial vaginosis- worse after sex"), 1 year 1 month after insertion of essure. In 2009, the patient experienced incontinence (seriousness criterion medically significant). In 2014, the patient was found to have hair metal test abnormal (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / pressure point tenderness"), chronic fatigue syndrome ("chronic fatigue syndrome"), the first episode of pruritus ("itching/ skin itching"), abdominal pain ("abdominal pain"), pelvic adhesions ("pelvic adhesive /adhesions /organ fusing to other organs"), arthralgia ("knee pain/ wrist pain/ joint pain/ hip pain"), the first episode of back pain ("back pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("fet pain"), neck pain ("neck pain"), the second episode of back pain ("lower back pain"), chest pain ("chest pain"), cystitis ("bladder infection"), urinary tract infection ("urinary trct infection"), vaginal infection ("vaginal infection /inflammation infection of the vagina/ vaginitis"), nausea ("nausea"), fatigue ("fatigue"), bladder disorder ("bladder problems or changes"), dyspepsia ("digestion issues"), discomfort ("whole body breaking down"), abdominal pain lower ("cramping- becomes worse after essure implant"), ovarian cyst ("ovarian cysts- on my right ovary"), metrorrhagia ("constant spotting- between cycles & after sex"), coital bleeding ("constant spotting- between cycles & after sex/ bleeding/ spotting after sex"), hot flush ("hot flashes"), vaginal cyst ("cyst at vaginal bleeding"), ovulation pain ("painful ovulation- still had symptoms after uterine was removed"), night sweats ("night sweats"), loss of libido ("loss of libido"), premature menopause ("early menopause"), sexual dysfunction ("sexual dysfunction"), pollakiuria ("urgent / frequent urination"), cervicitis ("cervicitis/ inflammation infection of the cervix"), vulvovaginal swelling ("swelling"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), vulvovaginal pain ("stinging, stabbing of vaginal entrance"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), muscle spasms ("abdominal spasms/ abdominal fluttering"), muscle twitching ("abdominal twitching"), spinal pain ("spine pain"), facial pain ("face pain (trigrinal neuralgia, all over body aches/ pain)"), flatulence ("gas"), diarrhoea ("diarrhea"), abdominal distension ("severe bloating"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), anxiety ("brain shock"), neuralgia ("nerve pain"), hypertension ("high blood pressure"), vitamin d deficiency ("vit d deficiency"), contusion ("unexplained easily bruising"), food allergy ("chemical and food sensitivities"), hypersensitivity ("heightened allergies/ allergic reaction"), systemic lupus erythematosus ("lupus "), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), rash ("rashes"), skin irritation ("skin irritation"), the second episode of pruritus ("skin itching"), palpitations ("heart palpitation"), gallbladder disorder ("gallbladder issues"), liver disorder ("liver problem"), adrenal disorder ("adrenal problems"), apnoea ("apnea"), spleen disorder ("spleen issue"), pyrexia ("unexplained fever"), visual impairment ("vision problems"), hyperhidrosis ("excessive sweating"), dry skin ("dry skin"), hair texture abnormal ("dry hair") and dry eye ("dry eyes") and was found to have blood glucose fluctuation ("inability to maintain blood sugar"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingo-oophorectomy, bilateral salpingooophorectomy, da vinciplatform intraoperative fluroscopy, partial hysterectomy and hysterectomy(partial)). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device expulsion, embedded device, device dislocation, hair metal test abnormal, incontinence, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, abdominal pain, allergy to metals, weight increased, pelvic adhesions, alopecia, nausea, fatigue, bladder disorder, urinary tract disorder, dyspepsia, discomfort, abdominal pain lower, ovarian cyst, metrorrhagia, coital bleeding, hot flush, vaginal cyst, ovulation pain, night sweats, loss of libido, premature menopause, sexual dysfunction, pollakiuria, cervicitis, vulvovaginal swelling, vulvovaginal pruritus, vulvovaginal burning sensation, vulvovaginal pain, breast pain, breast tenderness, muscle spasms, muscle twitching, spinal pain, facial pain, flatulence, diarrhoea, abdominal distension, dysgeusia, dizziness, paraesthesia, hypoaesthesia, anxiety, hypertension, vitamin d deficiency, blood glucose fluctuation, contusion, food allergy, systemic lupus erythematosus, gluten sensitivity, urticaria, rash, palpitations, gallbladder disorder, liver disorder, adrenal disorder, apnoea, spleen disorder, pyrexia, visual impairment, hyperhidrosis, dry skin, hair texture abnormal and dry eye outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, arthralgia, musculoskeletal pain, pain in extremity, neck pain, the last episode of back pain, chest pain, cystitis, urinary tract infection and vaginal infection had resolved. The reporter provided no causality assessment for chronic fatigue syndrome and fibromyalgia with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adrenal disorder, allergy to metals, alopecia, anxiety, apnoea, arthralgia, bacterial vaginosis, bladder disorder, blood glucose fluctuation, breast pain, breast tenderness, cervicitis, chest pain, coital bleeding, contusion, cystitis, device breakage, device dislocation, device expulsion, diarrhoea, discomfort, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, facial pain, fatigue, flatulence, food allergy, gallbladder disorder, gluten sensitivity, hair metal test abnormal, hair texture abnormal, headache, hot flush, hyperhidrosis, hypersensitivity, hypertension, hypoaesthesia, incontinence, liver disorder, loss of libido, menorrhagia, metrorrhagia, migraine, muscle spasms, muscle twitching, musculoskeletal pain, nausea, neck pain, neuralgia, night sweats, ovarian cyst, ovulation pain, pain in extremity, palpitations, paraesthesia, pelvic adhesions, pelvic pain, pollakiuria, premature menopause, pyrexia, rash, sexual dysfunction, skin irritation, spinal pain, spleen disorder, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, urticaria, vaginal cyst, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus, vulvovaginal swelling, weight increased, the first episode of back pain, the first episode of pruritus, the second episode of back pain and the second episode of pruritus to be related to essure. The reporter commented: left side - 2 coils, right side- 1 coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. In (B)(6)2009 she went in for surgery to address her incontinence and came out without her uterus. 2014: hair analysis with high amounts of metals and chemicals with the highest being nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 31-dec-2018: plaintiff fact sheet received: new events added-coils becoming embedded in other issue, organs, dyspepsia(digestion issues) ; discomfort (whole body breaking down); abdominal pain lower; ovarian cyst; metrorrhagia ; coital bleeding; hot flush ; vaginal cyst ; ovulation pain; night sweats; loss of libido; premature menopause; sexual dysfunction; pollakiuria; cervicitis; vulvovaginal swelling; vulvovaginal pruritus; vulvovaginal burning sensation; vulvovaginal pain; breast pain; breast tenderness; muscle spasms; muscle twitching; spinal pain; facial pain; flatulence; diarrhoea; abdominal distension; dysgeusia; dizziness; paraesthesia; hypoaesthesia; anxiety; neuralgia; hypertension; vitamin d deficiency; contusion; blood glucose fluctuation; food allergy; hypersensitivity; systemic lupus erythematosus; gluten sensitivity; rash; urticaria; skin irritation ; palpitations; gallbladder disorder; liver disorder; adrenal disorder; spleen disorder; pyrexia; visual impairment; hyperhidrosis; dry skin; hair texture abnormal and dry eye were added. Event verbatim was updated as ¿fragments to the essure coils sewn into the vaginal cuff / essure migrated from its original position¿. Verbatim excessive bleeding during period clubbed with menorrhagia ; inflammation infection of the cervix or vagina with event ¿cervicitis¿ & ¿vaginitis¿ ; abdominal fluttering clubbed with muscle spasms; skin itching with ¿pruritus¿; organ fusing to other organs with ¿pelvic adhesion¿ event onset date added. Medical history was added. Reporter information added. Treatment product (ibuprofen) was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2224) on 28-oct-2015. The most recent information was received on 14-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments to the essure coils sewn into vaginal cuff"), device expulsion ("fragments to the essure coils sewn into the vaginal cuff"), pelvic pain ("pelvic pain/pain"), hair metal test abnormal ("hair test results show high amounts of metals and chemicals with the highest being nickel") and incontinence ("incontinence") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, depression, anxiety and chlamydial infection. Concurrent conditions included fatigue, stress, anxiety, body mass index normal, blood in stool, chronic diarrhea, benign neoplasm of colon, stress urinary incontinence, knee pain (left), sun sensitivity, shortness of breath and dizziness. Concomitant products included duloxetine hydrochloride (cymbalta) and sertraline (zoloft). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse,"), migraine ("migraines"), headache ("headaches,"), allergy to metals ("nickel allergy,"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2008, 1 year 1 month after insertion of essure, the patient experienced bacterial vaginosis ("infection(bladder/ urinary tract vaginal) type: bacterial vaginosis"). In 2009, the patient experienced incontinence (seriousness criterion medically significant). In 2014, the patient experienced hair metal test abnormal (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / pressure point tenderness"), chronic fatigue syndrome ("chronic fatigue syndrome"), pruritus ("itching"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), pelvic adhesions ("pelvic adhesive"), arthralgia ("knee pain/ wrist pain/ joint pain"), the first episode of back pain ("back pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("fet pain"), neck pain ("neck pain"), the second episode of back pain ("lower back pain"), chest pain ("chest pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea"), fatigue ("fatigue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). The patient was treated with antibiotics, surgery (bilateral salpingooophorectomy, da vinciplatform intraoperative fluoroscopy, partial hysterectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, hair metal test abnormal, incontinence, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, pruritus, abdominal pain, allergy to metals, weight increased, pelvic adhesions, alopecia, nausea, fatigue, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, arthralgia, musculoskeletal pain, pain in extremity, neck pain, the last episode of back pain, chest pain, cystitis, urinary tract infection and vaginal infection had resolved. The reporter provided no causality assessment for chronic fatigue syndrome and fibromyalgia with essure. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, chest pain, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hair metal test abnormal, headache, incontinence, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic adhesions, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: left side - 2 coils, right side- 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. In (B)(6) 2009 she went in for surgery to address her incontinence and came out without her uterus. 2014: hair analysis with high amounts of metals and chemicals with the highest being nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2224) on(B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments to the essure coils sewn into vaginal cuff"), device expulsion ("fragments to the essure coils sewn into the vaginal cuff"), pelvic pain ("pelvic pain/pain"), hair metal test abnormal ("hair test results show high amounts of metals and chemicals with the highest being nickel") and incontinence ("incontinence") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, stress and anxiety. Concomitant products included duloxetine hydrochloride (cymbalta) and sertraline (zoloft). On (B)(6)2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse,"), migraine ("migraines"), headache ("headaches,"), allergy to metals ("nickel allergy,"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6)2008, 1 year 1 month after insertion of essure, the patient experienced bacterial vaginosis ("infection(bladder/ urinary tract vaginal) type: bacterial vaginosis"). In 2009, the patient experienced incontinence (seriousness criterion medically significant). In 2014, the patient experienced hair metal test abnormal (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / pressure point tenderness"), chronic fatigue syndrome ("chronic fatigue syndrome"), pruritus ("itching"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), pelvic adhesions ("pelvic adhesive"), arthralgia ("knee pain/ wrist pain/ joint pain"), the first episode of back pain ("back pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("fet pain"), neck pain ("neck pain"), the second episode of back pain ("lower back pain"), chest pain ("chest pain"), cystitis ("bladder infection"), urinary tract infection ("urinary trct infection") and vaginal infection ("vaginal infection"). The patient was treated with antibiotics, surgery (bilateral salpingooopherectomy, da vinciplatform intraoperative fluroscopy, partial hysterecomy), surgery (bilateral salpingooopherectomy, da vinciplatform intraoperative fluroscopy, partial hysterecomy), surgery (bilateral sa1pingo-oopherectomy) and surgery. Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device expulsion, hair metal test abnormal, incontinence, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, pruritus, abdominal pain, allergy to metals, weight increased, pelvic adhesions and alopecia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, arthralgia, musculoskeletal pain, pain in extremity, neck pain, the last episode of back pain, chest pain, cystitis, urinary tract infection and vaginal infection had resolved. The reporter provided no causality assessment for chronic fatigue syndrome and fibromyalgia with essure. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bacterial vaginosis, chest pain, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, hair metal test abnormal, headache, incontinence, menorrhagia, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic adhesions, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion in feb 2009 she went in for surgery to address her incontinence and came out without her uterus. 2014: hair analysis with high amounts of metals and chemicals with the highest being nickel. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, reporter added, demographic added, events added are as follows- bacterial vaginosis, migraine, headache, device breakage, device expulsion, allergy to metals, weight increased, pelvic adhesion, alopecia, arthralgia, back pain, musculoskeletal pain, pain in extremely, neck pain, back pain, chest pain, vaginal infection, bladder infection, urinary tract infection. Events onset date added, lab data added, concomitant disease added, concomitant drug added, severity added, outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments to the essure coils sewn into vaginal cuff"), device expulsion ("fragments to the essure coils sewn into the vaginal cuff / essure migrated from its original position"), embedded device ("coils becoming embedded in other issue, organs"), device dislocation ("coil migration / missing coils"), pelvic pain ("pelvic pain/pain/ sharp/ stabbing pelvic pain- everyday/ sharp pain/chronic pelvic pain"), hair metal test abnormal ("hair test results show high amounts of metals and chemicals with the highest being nickel") and incontinence ("incontinence") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, depression, anxiety and chlamydial infection. Concurrent conditions included fatigue, stress, body mass index normal, blood in stool, chronic diarrhea, benign neoplasm of colon, stress urinary incontinence, knee pain (left), sun sensitivity, shortness of breath and dizziness. Concomitant products included duloxetine hydrochloride (cymbalta) and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia) / excessive bleeding during period/ long menstrual cycle- my cycle was from 4days to 7 days before uterus was removed"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss/ hair loss or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced bacterial vaginosis ("infection(bladder/ urinary tract vaginal) type: bacterial vaginosis/ bacterial vaginosis- worse after sex"), 1 year 1 month after insertion of essure. In 2009, the patient experienced incontinence (seriousness criterion medically significant). In 2014, the patient was found to have hair metal test abnormal (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / pressure point tenderness"), chronic fatigue syndrome ("chronic fatigue syndrome"), the first episode of pruritus ("itching/ skin itching"), abdominal pain ("abdominal pain"), pelvic adhesions ("pelvic adhesive /adhesions /organ fusing to other organs"), arthralgia ("knee pain/ wrist pain/ joint pain/ hip pain"), the first episode of back pain ("back pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("fet pain"), neck pain ("neck pain"), the second episode of back pain ("lower back pain"), chest pain ("chest pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection /inflammation infection of the vagina/ vaginitis"), nausea ("nausea"), fatigue ("fatigue"), bladder disorder ("bladder problems or changes"), dyspepsia ("digestion issues"), discomfort ("whole body breaking down"), abdominal pain lower ("cramping- becomes worse after essure implant"), ovarian cyst ("ovarian cysts- on my right ovary"), metrorrhagia ("constant spotting- between cycles & after sex"), coital bleeding ("constant spotting- between cycles & after sex/ bleeding/ spotting after sex"), hot flush ("hot flashes"), vaginal cyst ("cyst at vaginal bleeding"), ovulation pain ("painful ovulation- still had symptoms after uterine was removed"), night sweats ("night sweats"), loss of libido ("loss of libido"), premature menopause ("early menopause"), sexual dysfunction ("sexual dysfunction"), pollakiuria ("urgent / frequent urination"), cervicitis ("cervicitis/ inflammation infection of the cervix"), vulvovaginal swelling ("swelling"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), vulvovaginal pain ("stinging, stabbing of vaginal entrance"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), muscle spasms ("abdominal spasms/ abdominal fluttering"), muscle twitching ("abdominal twitching"), spinal pain ("spine pain"), trigeminal neuralgia ("face pain (trigrinal neuralgia, all over body aches/ pain)"), flatulence ("gas"), diarrhoea ("diarrhea"), abdominal distension ("severe bloating"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), anxiety ("brain shock"), neuralgia ("nerve pain"), hypertension ("high blood pressure"), vitamin d deficiency ("vit d deficiency"), increased tendency to bruise ("unexplained easily bruising"), multiple chemical sensitivity ("chemical and food sensitivities"), food allergy ("chemical and food sensitivities"), hypersensitivity ("heightened allergies/ allergic reaction"), systemic lupus erythematosus ("lupus "), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), rash ("rashes"), skin irritation ("skin irritation"), the second episode of pruritus ("skin itching"), palpitations ("heart palpitation"), gallbladder disorder ("gallbladder issues"), liver disorder ("liver problem"), adrenal disorder ("adrenal problems"), apnoea ("apnea"), spleen disorder ("spleen issue"), pyrexia ("unexplained fever"), visual impairment ("vision problems"), hyperhidrosis ("excessive sweating"), dry skin ("dry skin"), hair texture abnormal ("dry hair") and dry eye ("dry eyes") and was found to have blood glucose fluctuation ("inability to maintain blood sugar"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingo-oopherectomy, bilateral salpingooopherectomy, da vinciplatform intraoperative fluroscopy, partial hysterecomy and hysterectomy(partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, embedded device, device dislocation, hair metal test abnormal, incontinence, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, abdominal pain, allergy to metals, weight increased, pelvic adhesions, alopecia, nausea, fatigue, bladder disorder, urinary tract disorder, dyspepsia, discomfort, abdominal pain lower, ovarian cyst, metrorrhagia, coital bleeding, hot flush, vaginal cyst, ovulation pain, night sweats, loss of libido, premature menopause, sexual dysfunction, pollakiuria, cervicitis, vulvovaginal swelling, vulvovaginal pruritus, vulvovaginal burning sensation, vulvovaginal pain, breast pain, breast tenderness, muscle spasms, muscle twitching, spinal pain, trigeminal neuralgia, flatulence, diarrhoea, abdominal distension, dysgeusia, dizziness, paraesthesia, hypoaesthesia, anxiety, hypertension, vitamin d deficiency, blood glucose fluctuation, increased tendency to bruise, multiple chemical sensitivity, food allergy, systemic lupus erythematosus, gluten sensitivity, urticaria, rash, palpitations, gallbladder disorder, liver disorder, adrenal disorder, apnoea, spleen disorder, pyrexia, visual impairment, hyperhidrosis, dry skin, hair texture abnormal and dry eye outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, arthralgia, musculoskeletal pain, pain in extremity, neck pain, the last episode of back pain, chest pain, cystitis, urinary tract infection and vaginal infection had resolved. The reporter provided no causality assessment for chronic fatigue syndrome and fibromyalgia with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adrenal disorder, allergy to metals, alopecia, anxiety, apnoea, arthralgia, bacterial vaginosis, bladder disorder, blood glucose fluctuation, breast pain, breast tenderness, cervicitis, chest pain, coital bleeding, cystitis, device breakage, device dislocation, device expulsion, diarrhoea, discomfort, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, flatulence, food allergy, gallbladder disorder, gluten sensitivity, hair metal test abnormal, hair texture abnormal, headache, hot flush, hyperhidrosis, hypersensitivity, hypertension, hypoaesthesia, incontinence, increased tendency to bruise, liver disorder, loss of libido, menorrhagia, metrorrhagia, migraine, multiple chemical sensitivity, muscle spasms, muscle twitching, musculoskeletal pain, nausea, neck pain, neuralgia, night sweats, ovarian cyst, ovulation pain, pain in extremity, palpitations, paraesthesia, pelvic adhesions, pelvic pain, pollakiuria, premature menopause, pyrexia, rash, sexual dysfunction, skin irritation, spinal pain, spleen disorder, systemic lupus erythematosus, trigeminal neuralgia, urinary tract disorder, urinary tract infection, urticaria, vaginal cyst, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus, vulvovaginal swelling, weight increased, the first episode of back pain, the first episode of pruritus, the second episode of back pain and the second episode of pruritus to be related to essure. The reporter commented: left side - 2 coils, right side- 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. In (B)(6) 2009 she went in for surgery to address her incontinence and came out without her uterus. 2014: hair analysis with high amounts of metals and chemicals with the highest being nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), hair metal test abnormal ("hair test results show high amounts of metals and chemicals with the highest being nickel") and incontinence ("incontinence") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced incontinence (seriousness criterion medically significant). In 2014, the patient experienced hair metal test abnormal (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / pressure point tenderness"), chronic fatigue syndrome ("chronic fatigue syndrome"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse,"), pruritus ("itching"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (underwent device removal procedure) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hair metal test abnormal, incontinence, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, pruritus, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hair metal test abnormal, incontinence, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for chronic fatigue syndrome and fibromyalgia with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons received: new events were reported:painful menstrual cycles, painful intercourse, itching, pelvic pain, abdominal pain, and abnormal vaginal bleeding. She had surgery to remove the essure implant in (B)(6) 2016.e ssure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.